Manufacturer narrative:
An evaluation is in process. A follow-up will be submitted once the evaluation is complete.

Event description:
The customer identified a falsely positive result while using the alinity m sars-cov-2 amplification reagent kit. The following was provided: (B)(6) 2022 sample ID (B)(6), barcode (B)(6), positve with fcn value of 34.1 from the curative san dimas laboratory. New sample as sample ID (B)(6), barcode (B)(6), (B)(6) 2022, 06:23, negative with fcn value of -1 from the curative san dimas laboratory. Patient is questioning their results as one test was positive and the other was not detected; the patient expressed that they have been in contact with someone who has recently tested positive. Patient is experiencing symptoms such as body ache. There was no report of impact to patient management.

Manufacturer narrative:
B2 initial report initially indicated the event required intervention to prevent permanent impairment/damage; this was incorrectly selected and b5 description as well as h6 coding supports no adverse event occurred. Intent of b2 is no selections. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review; the customer data review for the reported false positive sample was performed. The run involving the alleged discrepant result was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curve was identified, and the assay is performing as expected with correct interpretations. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review; device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 did not identify any issues which could result in the reported complaint. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventive action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 was performed to identify any records that were potentially related to the reported complaint. The review did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review; a lot specific complaint history review was performed to identify related complaints to the ticket being investigated,which reported a discrepant sars-cov-2 result while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530985 was not identified.